Manufacturer narrative:
Upon receipt from a dealer of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device (B)(4). These activities are described in more detail below. Methodology used: nakanishi examined the repair history for the subject s1 device. There were no repair history records since the device is a consumable. Examination of device history record is still in process. Nakanishi conducted a visual inspection of the returned device. Nakanishi observed breakage around the water irrigation hole on the tip. Nakanishi also observed fatigue/ductile fracture on the broken surface of the tip. In addition, the end of the tip was bent. Nakanishi took photographs of the damage to the tip and kept them in the investigation report #(B)(4).

Manufacturer narrative:
Nakanishi did not receive any information about patient during the telephone conversation on october 2, 2017. Nakanishi is scheduled to visit the dentist to obtain the information.

Event description:
On (B)(4) 2017, nakanishi received a phone call from a dealer about fracture of an nsk scaler tip. Details are as follows. - the event occurred on (B)(6) 2017. - a dentist was performing a dental scaling at a nursing home using the s1 scaler tip (lot no.: 0f6) with an nsk handpiece, s900l connected to a portable dental unit from another company. - during the procedure, the scaler tip suddenly fractured in the patient's mouth, and the patient swallowed the tip. - the patient was sent to a hospital to remove the fractured tip.